Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019 and (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. Additionally, the healthcare professional reported cyst, pain, "change in breast consistency, hardening and alteration of the shape, deformation." The device has been explanted.